Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this reported event? It was reported, ¿ in my last surgery I went through 5 of them. I had to modify my ideal suture technique.¿ please advise: was there an issue with the device used during this ¿last surgery¿ procedure? If yes, please describe. If there was an issue with the device used during this ¿last surgery¿ procedure, was the event previously reported? If yes, please provide a complaint number. If not, please create a complaint and include the following information: date of the procedure, name of the procedure, device issue, product code and lot number, patient status.

Event description:
It was reported that the patient underwent connective tissue allograft for root coverage on maxillary teeth on an unknown date and suture was used. While using the device for CT grafting, the suture broke early on. The surgeon had to modify ideal suture technique. There were no adverse patient consequences reported.